Manufacturer narrative:
Device analysis report attached. This report is submitted on february 24, 2022.

Manufacturer narrative:
This report is submitted on december 30, 2021.

Event description:
Per the clinic, the device was explanted (date and reason for explant unknown). It is unknown if the patient was re-implanted with another device.